Event description:
The event involved a 20 cm (8") appx 0.80 ml, ext set w/surplug® micro clear, rotating luer where a leak was reported. The leakage occurred between a surplug cl extention tube and an introcan safety. Two actual samples were received. Upon visually checking the connectors and distal end lock adapter, both connectors recorded no damage or deformation; though, deformation was observed on the inner wall threads of the lock adapters. Our in-house syringe and sa three-way stopcock were respectively connected to the actual samples to check the liquid flow. As a result, no anomalies, such as loose connection or leakage, were confirmed. Air tightness was checked to flow 50kpa air for 15seconds with the actual sample and sa three-way stopcock occluded. As a result, no leakage was confirmed. The matting device used was infusion set for terumo pump, introcan safety. The device was changed out/replaced with no further problems encountered. The device involved and matting device are available to be tested. Sample photo was provided showing the close-up view of the device. There was patient involvement but no patient harm.

Manufacturer narrative:
(B)(4). A series of photos were shared by the customer, showing the set being connected to an unknown stopcock and showing the male luer tip. However no leaks or anomalies are noted in the photos. Two (2) used. List #ir-et52010 were returned for evaluation. As received, no physical damage or anomalies were noted. No mating device was returned for evaluation. The sets were tested as per procedure from female luer and shuntless microclave ports and no leaks or anomalies were confirmed. Complaint of leaks cannot be able to confirmed or replicated. The device history report (DHR) for the possible lot #14470004 was performed, finding no non-conformities, anomalies or discrepancies that might be related with the condition reported by the customer.